Event description:
Hamilton medical ag received the following event description: it was reported that "at 00:30 on (B)(6) 2026, the patient's ventilator suddenly became non ventilated and the monitor triggered a low oxygen alarm." The ventilator was exchanged. Further inquiries have been sent to the customer to obtain additional details about the reported event.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.